Event description:
The customer stated that he was experiencing high blood glucose. The reported blood glucose reading was 128 mg/dl. Troubleshooting was performed. The prime, displacement, and self tests passed. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed no delivery outside of specifications during the occlusion test due to a faulty force sensor. However, the insulin pump passed the basic occlusion, prime, displacement, and excessive no delivery alarm tests.